Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was offline. A field service engineer fixed the remote support by checking the health systems and folders to make sure that everything was correct and communicating. Further a field service engineer confirmed that possible windows updates caused the issue or local it issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station not communicating. Customer reported that there was a delay in the dispensing medication to patient. There were no adverse events or injuries reported based on this event.